Event description:
It was reported that patient had meningitis following a 1998 pump trial. No further information was provided; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).